Manufacturer narrative:
D9: 4/17/2024. One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to verify and duplicate the reported problem. The device failed accuracy testing. It was determined that the expulsor was too high and was trimmed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: device not received, by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that during use. The device was faulty, noisy and had infusion problems. It was further reported, that the device exhibited a low reservoir volume and could not be deactivated. The volume indicator showed 10ml, but after checking, the reservoir was empty. The pump was ¿always a little noisy¿ and the noise had recently increased. The issue was resolved, by replacing the pump. Per the reporter, there were no adverse patient effects.